Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump was received with normal operating currents and passed all functional testing including the a21 error, self test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected frozen display, a13 alarms, powering off, constant tone or beeping, or audio beeping alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept powering off and receiving a blank screen. The insulin pump made a constant long beep and alarmed watchdog timeout. Customer's glucose level was 293 mg/dl. The customer was calling back after receiving a new battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.